Event description:
A report was received that the patient had a broken lead. No other details are known.

Event description:
A report was received that the patient had a broken lead. No other details are known.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a broken lead. No other details are known.

Manufacturer narrative:
Additional information was received that the lead showed high and abnormal impedances but there was no mention of exposed wires. The patient would undergo an explant procedure in the future.

Event description:
A report was received that the patient had a broken lead. No other details are known.

Manufacturer narrative:
Additional information was received that the patient experienced inadequate stimulation.